Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet which resulted in the battery gauge fluctuating and the pump shutting down. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter and usb cable and resumed insulin therapy on the pump. Customer¿s blood glucose was 86 mg/dl.